Event description:
The customer reported, the system would not advance on the touch screen during setup. The screen froze after the cassette was in place. Two cases were cancelled, one pt was blocked. There was no pt injury.

Manufacturer narrative:
The customer service rep examined the system and confirmed the screen intermittently freezes. The receiver pcb was replaced. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 12/07/2007.